Manufacturer narrative:
B3: event date is not known. Section d references the main component of the system. Other medical products in use during the event include: brand name pisces-quad; product ID 3887-33 (lot: l58035); product type: 0200-lead; implant date (B)(6) 1998 brand name pisces-quad; product ID 3887-28 (lot: l56778); product type: 0200-lead; implant date (B)(6) 1998. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative (pt rep) regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that their son has a device with "broken wires". Patient said the device is 20 or more years old. Patient said the device hasn't been used in years and her son said it has been dead for 5 years. Patient said her son never had it replaced because he said they keep you awake and make you scream still they find the right nerve. Patient declined to be transferred to scs to discuss.